Manufacturer narrative:
A follow u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's charge button is faulty. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device's charge button is faulty. There was no reported patient involvement. The efficia dfm100 defibrillator, model# (B)(4), is substantially similar to the heartstart xl+ defibrillator (model # (B)(4)) and will be reported in the united states under device model # (B)(4).